Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having difficulty taking scans. The customer stated that they had to press the exposure button multiple times before it functioned. There was no patient involved. Additional information was received. The site had to reboot the system twice before it would power on, and then continued to work the pendant hoping that something would happen. It took about 30 mins but the system did perform a spin.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000450, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The rep found errors in logs for ps1 voltages out of spec., measured 4.871v. The rep replaced the ps1 and adjusted the voltage to 5.15v. Codes b01, c02, and d02 are applicable. H3, h6: the returned power supply (lot # v16510188 rev. F) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned power supply (lot # v20430244 rev. G) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.